Event description:
It was reported that during a stent implantation procedure for stenosis in the m1 segment of the left middle carotid artery (mca), the operator selected a guidewire and a subject balloon for superselective catheterization across the stenosis. During preparation for pre-dilation, the operator noticed that the pressure pump was unable to accumulate pressure, and there was backflow of contrast medium. After withdrawing the subject balloon, the operator discovered contrast medium leakage approximately 20 cm from the distal end of the subject balloon, rendering it unusable. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a stent implantation procedure for stenosis in the m1 segment of the left middle carotid artery (mca), the operator selected a guidewire and a subject balloon for superselective catheterization across the stenosis. During preparation for pre-dilation, the operator noticed that the pressure pump was unable to accumulate pressure, and there was backflow of contrast medium. After withdrawing the subject balloon, the operator discovered contrast medium leakage approximately 20 cm from the distal end of the subject balloon, rendering it unusable. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection there was a hole/perforation noted to the balloon catheter shaft at 16.5cm from the distal end. During functional test an attempt was made to aspirate air from the balloon catheter, however a continuous flow of air was noted. An attempt was made to inflate the balloon however flush media was noted to leak from the perforation to the balloon catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon leak was confirmed during the device analysis. The device failed to meet specifications when received for complaint investigation. It was reported that during preparation for pre-dilation, the physician noticed that the pressure pump was unable to accumulate pressure, and there was backflow of contrast medium. After withdrawing the balloon, the physician discovered contrast medium leakage approximately 20 cm from the distal end of the balloon, rendering it unusable. Additional information received indicates that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. A pressure pump was used to inflate the balloon, the correct inflation medium was used to inflate the balloon as per the dfu, the device was not inflated over nominal pressure or excessive pressure and 50%:50% contrast was used. The device was returned for analysis and there was a hole/perforation noted to the balloon catheter shaft towards the distal end this leaked during the attempt to inflate the balloon. The damage noted is indicative of damage sustained during use or due to over inflation of the balloon. An assignable cause of procedural factors will be assigned to the reported event: ¿balloon leaked during use¿ and to the analysed event: ¿balloon has hole/perforation during use¿ and ¿balloon catheter shaft leaked during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.